Event description:
It was reported during a routine follow up appointment, that this implantable cardioverter defibrillator (ICD) device is suspected of having a premature batter depletion. In (B)(6) 2021, the remaining battery longevity was three years. At the device check today, the remaining battery longevity is five months. A technical service (ts) consultant reviewed the available device data analysis, and confirmed the device battery is depleting prematurely. Ts provided the recommendation to replace the device. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment, that this implantable cardioverter defibrillator (ICD) device is suspected of having a premature batter depletion. In march 2021, the remaining battery longevity was three years. At the device check today, the remaining battery longevity is five months. A technical service (ts) consultant reviewed the available device data analysis, and confirmed the device battery is depleting prematurely. Ts provided the recommendation to replace the device. The device remains implanted. No adverse patient effects were reported.